Event description:
Report of over infusion of fentanyl standard concentration. The user attempted to change the syringe to continue the standard concentration infusion. Facility contact was unable to recreate what may have occurred and requested log review. After the syringe change, the patient received narcan and was transferred to step down unit for observation with return to baseline of status after the intervention. The facility contact requested lot review to know what was entered as the pca dose and continuous dose. Review of the logs indicates the user programmed a syringe concentration of 10mcg in 50ml and the user selected custom concentration instead of standard concentration. This concentration differs from the reported syringe standard concentration of 10mcg in 1ml. This programming led to a continous infusion rate of 60 ml and a pca dose volume of 50 ml. The pca of 10 mcg requires a volume of 50 mls, which required the entire contents of the syringe. Data in the log did contain guardrail warnings and the user elected to continue with the infusion. The root cause of the event was determined to be a user programming error when using the custom concentration programming feature. Following this event re-education of 60 super users was provided by cardinal health clinical consultant for pca programming and use of custom concentration information.